Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (40s). Food and milk were consumed to address the low bg. Initially, the contact thought that the pump was malfunctioning and delivering too much insulin. A pump system check was performed. The pump time was found to be off by a few minutes. The contact considered the pump time to be accurate as it was set with the house clock. The contact corrected the time. The contact had the customer use insulin injections for insulin therapy. After meeting with a healthcare provider, "adjustments" were to be made and the contact reported that the low bg levels were due to a decrease of carbohydrates at breakfast.